Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote support service version was 4.8 and remote support service version 4.12 was incompatible, credential management was disabled. The field service engineer installed remote support service 4.12 to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system unexpectedly screen got stuck and application was not launching. The customer added that tis malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.